Event description:
Technician compounding chemotherapy utilizing bd phaseal cstd. When technician examined infusion adapter (c100) that was still sealed in sterile packaging, technician noticed a long black hair sealed inside the sterile packaging with the sterile bd phaseal infusion adapter. Technician did not use the adapter and brought it to the attention of the pharmacists. Ref: (B)(4), lot: 1601009. After we observed the hair sealed within the sterile package with the device, we did not use it.